Event description:
It was reported to philips that the system gave a memory full error and would not expose. The system was being prepped for clinical use and the patient was moved to another room to perform the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer (ippc), recreated the image store, and returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) examined the system on-site and identified that the disk bay in ippc was not powering on. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's ippc. To resolve this issue, the philips engineer replaced ippc and recreated the image store. The defective pc was returned to philips for further analysis. The analysis confirmed the malfunction of ippc and identified the cause was due to failed hdd bay. The philips has initiated a medical device correction (z-1151-2024). Following replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.